Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances read >3600 ohms when using electrodes 0 and 1. It was also noted that the patient had reduced level of therapy with programming of electrodes 2 and 3. Additional information has been requested, but was not available as of the date of this report.